Event description:
It was reported that the pt had an advance sling implanted. The pt's incontinence worsened after the sling was implanted. The pt was implanted with another incontinence device on (B)(6) 2013. The pt experienced mild improvement following the implant. No additional pt complications have been reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.